Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received information in service report, no parts related to reported error were replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. If technical error code indicating control printed circuit board error appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If disabled ventilation error appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a control error. There was no patient harm. Manufacturer's ref. #: (B)(4).